Event description:
It was reported in a medwatch report that the original surgery was in (B)(6) 2012, patient was having pain and discomfort in his left shoulder. MRI has shown loose bodies within the shoulder joint. Revision (B)(6) 2013, sutures were still intact but the implant was loose and fragments were located in the (humeral) joint. As the surgeon attempted to remove the fragments they began to crumble, no bony defect was noticed. Surgeon did a debridement and a completely new rotator cuff revision. Device discarded.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. It is not known if the implant broke on insertion during the initial surgery or broke post-op causing the revision surgery. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.